Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was telling him to connect his electrode belt to the monitor while it was already connected to the monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode of electrode belt sn (B)(4) has been completed. The reported problem (the monitor will not recognize the electrode belt) has been confirmed. Upon receipt the trunk cable connector was cracked and the yellow ground wire was shorted inside of the connector. The shorted wire precludes communication between the electrode belt and the monitor. The root cause for the cracked connector and shorted ground wire cannot be positively determined but is likely physical abuse. No adverse event occurred due to the broken trunk cable connector. The pt was issued a replacement electrode belt.